Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes lead was capped and replaced on (B)(6) 2017. The patient was stable post-procedure.

Event description:
It was reported that patient presented remotely via merlin.net transmissions with increased capture thresholds exhibited on right ventricular lead. The patient was brought into the clinic and programming changes were made on 08/07/17. The patient will continue to be monitored. No patient symptoms were reported.